Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had radiation therapy. The defibrillator reset and the memory cleared due to the electromagnetic interference. The defibrillator remains in use. No patient complications were reported as a result of this event.